Event description:
The reporter, a gestational diabetic ten weeks from her due date, stated that she had 20 units of nph at 7:15 am, ate bread and peanut butter, and then did a blood glucose test with a result of 400 mg/dl. She retested right away and got a reading of 350. The reporter said that she went to her dr's office (nearby) and within five minutes a serum plasma test was done, with a result of 114 mg/dl. She did not have any symptoms. She had been taking insulin for two weeks and does not adjust insulin to meter readings; her dr has adjusted her insulin several times trying to get her regulated.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8